Event description:
Patch was worn in 2007 from 5pm-12am. Consumer did not go to sleep with patch on. After patch removal, there were burns the size of half dollar on lower back where pant line is. Burns caused daily discomfort due to location and rubbing of burn area. Reporter saw doctor on the following month, who reported that patient had recovered from second degree burns with residual scars.